Event description:
Caller reported advantage system blood glucose results of 80 mg/dl or 90 mg/dl, paramedic's system 40 mg/dl within 10 minutes. Customer had symptoms of hypoglycemia at the time. Paramedics treated with two tubes of glucose gel by mouth. She felt better 30 minutes later after arriving at hospital. She was admitted to hospital for 2 days. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.